Event description:
It was reported that the unit was turning on and off by itself.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Even though the continuous activation condition could not be replicated during testing of the returned unit, during the evaluation, the returned unit did not work as expected and a possible contributor for the reported condition was confirmed. An operational simulation was performed connecting the returned unit to a console which overrides the expiration date and allows the unit as it was returned to be activated for testing purposes. The simulation was performed using saline water and a piece of tissue paper. The unit did not work. The returned unit used in surgery was dissected to verify the electrical connections. No abnormal condition was observed in terms of assembly of the wire connections, wire arrangement with the e-prom pins, green clip and red cable connection. Saline water residue and rust was observed inside the handle, green cable clip, on the pc board, wire connections to the pc board and under the plastic covers of the buttons which indicates that saline water accessed the inside of the probe reaching the electrical connections which consequently caused the reported malfunction during surgery. The saline water (fluid) dried, building residue and rust after use and during transit. In order to rule out fluid ingression due to a manufacturing related defect through the glued parts of the serfas probe, the lumen¿s joint with the core, the glue joint between the inner lumen and ceramic and the glue joint between the suction tube and the inner lumen were evaluated by pouring saline water through the joints and observing if there was any water ingress into the handle. No fluid ingression was observed through those points. The only possible ingression point identified is the suction tube¿s and communication cable¿s outlets, located on the bottom of the handle. Therefore, the most probable cause for the reported condition is identified as user related as drops of saline water (fluid generated during surgery) seem to have dropped through the communication and suction cables outlets into the handle. If there is fluid ingress through the handle¿s communication and suction tube¿s outlets, accessing the electrical connections, pc board and button actuators inside the handle, the fluid presence inside the handle, will provide an energy path in between the electrical connections and even though the buttons might not be pressed at the moment, a continuous activation condition may be observed. Only the ceramic tip is intended to be submerged in liquid. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the unit was turning on and off by itself.